Event description:
It was reported that the pump battery was depleting quickly. Customer continued to use the pump for insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.